Event description:
Boston scientific received information that this right ventricular (rv) lead experienced subclavian crush. Additionally, there was low amplitude, low pacing impedance measurements and high threshold measurements. As a result, this lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
It was indicated this lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.